Event description:
A cgm error was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and the sensor session was successfully started without further issues.